Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that since implant it was not working to help their symptoms, they were having a terrible time. The patient (pt) said the last time they saw the doctor and an adjustment from 2.0 to 2.3 was made they felt the tingle but yesterday their spouse increased stim on the program they've been set on to 7.0, they felt nothing and their spouse said they think things were worse. Pt said they get a strong cue they have to go, it wakes them up in the middle of the night, the cue was so strong it hurts them, but when they get there nothing comes out, not even a trickle and they try and push and cough but nothing comes out. But they can go through an overnight pad in an hour and a half. Reviewed general device education and redirected to the doctor. Caller said they think pt's symptoms were better when they were on program 5 which was the program they were using right after surgery. During the call pt's spouse was successful to synch to the ins and decrease stim on the same program they were set on. Callers said they would try it there and work with the doctor, the pt has an appointment with the doctor and the manufacturer representative (rep) on friday. Other medical information reported during the call. Pt said they have not had any falls, traumas or other medical tests or procedures but has arthritis and back pain they get steroid shots and that helps because traveling by plane is painful for them. Redirected to their doctor. Pt said they have talked with the doctor about device removal but the doctor said no.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.